Manufacturer narrative:
Device was used for treatment, not diagnosis. Since only a portion of the reported device was explanted with the tip remaining in the patient during surgery on (B)(6) 2015, this device is not considered to have been explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Additional patient and device codes were added to report revision surgery, retained screw fragment and screw breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2015. It was reported that the patient underwent a hardware explant procedure on (B)(6) 2015. During the procedure, it was noted that the previously reported loosen screw was broken. The surgeon attempted to remove the screw; however, the tip was left in the patient. Fusion of the pars had been achieved and no further follow-up is planned. The surgeon stated that the reported issue with the screw was associated with the patient's physiology which is very tall and correspondingly bulky and the patient's job as a tradesman.

Manufacturer narrative:
Patient ID, age and weight are unknown this report is for an unknown screw/unknown lot. It was not reported if the device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the locking screw had loosen postoperatively and has adopted in the soft tissues. There was no prolongation in surgery reported. This report is for an unknown screw. This is report 1 of 1 for (B)(4).